Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing low blood glucose of 48 mg/dl and treated with food. Customer believed that the insulin pump was over delivering due to low blood glucose even after troubleshooting. Troubleshooting was performed and customer reported that reservoir was showing the same amount of insulin that was shown on the status screen and that programming was accurate. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. Customer also reported that the insulin pump suspending during the night. After troubleshooting, customer was advised that insulin pump would need to be replaced. Insulin pump is not expected to return for failure analysis.